Manufacturer narrative:
Visual inspection of the returned dual collapser revealed that the accessory moved freely into both the fully-closed and fully-open positions. A collapsing simulation was performed using the returned dual collapser and a demonstration valve. Collapsing was performed successfully, and the reported event could not be reproduced. An independent simulation was performed to investigate the returned perceval valve associated with the event. The result of the investigation revealed that the event was attributable to the valve. Because the event was determined to have resulted from the perceval valve, no further investigation into the dual holder is required. The valve investigation is being reported in a separate emdr.

Manufacturer narrative:
This report was originally sent on 5th june 2017 submitted under MFR :3004478276-2017-00103 , core ID: (B)(4). The initial report failed due to an error in duplicate of MFR number. The manufacturer is now submitting the initial report under a new MFR#.

Event description:
On (B)(6) 2017 the manufacturer was notified of a collapser from perceval large accessory kit that did not collapse a perceval l valve correctly. Another perceval size l valve and collapser was used, collapsed as per IFU and implanted successfully. There was an approximate 20 minutes of additional cross clamp time. The patient is doing well.